Event description:
The facility returned the device for service. During service testing the baxter repair technician reported failure code 814:01 in the event history. The hosp rep stated that there were no reports of pt injury or medical intervention. No add'l info is available.

Manufacturer narrative:
Evaluation summary: inspection of the device revealed potentially damaged batteries. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under CAPA.